Manufacturer narrative:
Information not provided by the reporter. Customer entity and address not provided. Information not provided by the reporter. (B)(4). Event evaluation: a review of complaint history, device history record, drawings, quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest that the device was not made to specification. It is feasible to suggest the device encountered forces beyond its intended design, which caused the noted failure. We have notified the appropriate internal personnel and will continue to monitor for similar events. Quality engineering risk assessment was used to evaluate risk. Per the conclusion, further risk reduction is not required.

Event description:
Per maude report mw5056261: when the patient was undergoing pelvic angiogram procedure, the micropuncture introducer sheath tore and a portion was left within the patient. The physician and staff retrieved the torn part; which was then sent to the lab. Per the information provided, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
Per maude report mw5056261: when the patient was undergoing pelvic angiogram procedure, the micropuncture introducer sheath tore and a portion was left within the patient. The physician and staff retrieved the torn part; which was then sent to the lab. Per the information provided, the patient did not experience any adverse effects due to this occurrence.